Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, dizziness, stomach upset and vomiting. The patient removed the pod from the infusion site prior to going to the hospital. Once at the hospital the patient was treated with an insulin drip as well as medication for nausea. The patient was discharged from the hospital after 2 days.